Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and "defib fault 78" messages complainant indicated that there was no patient invlovement in the reported malfunction.